Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4: h4 the device lot number and upn were unknown at the time of this report. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2018, was chosen based on year the article was published. Block g2: literature source ulchaker, j. C., & martinson, m. S. (2018). Cost effectiveness analysis of six therapies for the treatment of lower urinary tract symptoms due to benign prostatic hyperplasia. Clinicoeconomics and outcomes research, 10, 29 43. Https://doi.org/10.2147/ceor.s148195.

Event description:
It was reported to boston scientific via an article published in clinicoeconomics and outcomes research (2018). The objective of the study was to conduct a cost-effectiveness analysis of six therapies for the treatment of lower urinary tract symptoms (luts) due to benign prostatic hyperplasia (bph), comparing drug therapy, minimally invasive therapies (mits), and invasive surgical procedures. The study included data from over 7,000 patients across various treatment modalities and was modeled over a 2-year period. The article mentioned patient complications varied by therapy. For example, patients treated with rezum experienced low rates of adverse events such as urinary tract infections and incontinence. In contrast, turp (transurethral resection of the prostate) and pvp (photoselective vaporization of the prostate, also known as greenlight pvp) showed higher rates of complications including incontinence, erectile dysfunction, and urinary tract infections. Treatments for these complications included medications, catheterization, and surgical interventions such as urethrotomy or dilation procedures. The study concludes that rezum was identified as a cost-effective and clinically favorable therapy among the mits, offering durable symptom relief with minimal adverse events. Compared to drug therapy (comborx), which showed low effectiveness and high discontinuation rates, and invasive procedures (turp and pvp), which were more effective but costly and associated with higher complication rates, rezum presents a balanced option. The study supports considering rezum as a first line treatment for moderate to severe luts/bph in value-based healthcare settings. This event captures the adverse events related to the use of rezum.

Event description:
It was reported to boston scientific via an article published in clinicoeconomics and outcomes research (2018). The objective of the study was to conduct a cost-effectiveness analysis of six therapies for the treatment of lower urinary tract symptoms (luts) due to benign prostatic hyperplasia (bph), comparing drug therapy, minimally invasive therapies (mits), and invasive surgical procedures. The study included data from over 7,000 patients across various treatment modalities and was modeled over a 2-year period. The article mentioned patient complications varied by therapy. For example, patients treated with rezum experienced low rates of adverse events such as urinary tract infections and incontinence. In contrast, turp (transurethral resection of the prostate) and pvp (photoselective vaporization of the prostate, also known as greenlight pvp) showed higher rates of complications including incontinence, erectile dysfunction, and urinary tract infections. Treatments for these complications included medications, catheterization, and surgical interventions such as urethrotomy or dilation procedures. The study concludes that rezum was identified as a cost-effective and clinically favorable therapy among the mits, offering durable symptom relief with minimal adverse events. Compared to drug therapy (comborx), which showed low effectiveness and high discontinuation rates, and invasive procedures (turp and pvp), which were more effective but costly and associated with higher complication rates, rezum presents a balanced option. The study supports considering rezum as a first line treatment for moderate to severe luts/bph in value-based healthcare settings. This event captures the adverse events related to the use of rezum.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) was not performed as the lot number is unknown, and a ship history review could not be performed to identify most probable lots. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4: h4 the device lot number and upn were unknown at the time of this report. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2018, was chosen based on year the article was published. Block g2: literature source ulchaker, j. C., & martinson, m. S. (2018). Cost effectiveness analysis of six therapies for the treatment of lower urinary tract symptoms due to benign prostatic hyperplasia. Clinicoeconomics and outcomes research, 10, 29 43. Https://doi.org/10.2147/ceor.s148195.